Event description:
Meter displays partial characters.

Manufacturer narrative:
(B)(4). Returned meter evaluation resulted in identification of broken lcd. Root cause of malfunction: user mechanical stress.